Event description:
It is further reported that the patient has had several implant-cleaning procedures with only short-term success. The patient has undergone a right-side revision after bone formation was discovered on CT scans. During revision, it was noted that there was a massive amount of bone on the ramus component. The fossa component seemed brittle and cracked during removal. The fracture during removal occurred in the thin part where the screws are inserted and not in the cup itself.

Manufacturer narrative:
This report is being submitted to update additional information in sections a1, a2, b3, b4, b5, d6, g3, g6, h2, h6 and h11.

Manufacturer narrative:
Complaint (B)(4). G2: foreign: denmark. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a custom tmj procedure. Subsequently, the patient has been referred for a revision due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component was confirmed to be a duplicate of 0001032347-2024-00290. All reports will be reported under 0001032347-2024-00290; therefore, this report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component was confirmed to be a duplicate of 0001032347-2024-00290. All reports will be reported under 0001032347-2024-00290; therefore, this report should be voided.